Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The history log files were read and analyzed. No entries were found at the date of occurrence indicated by the customer. Thereupon, the device was subjected to a visual and functional examination. The cover caps at the screw domes, as well as the sealing at the bottom housing, were available and undamaged. The reported malfunction reported by the user was examined and no delivery inaccuracy was detected. The device operated within specifications. Based on the results of the investigation, the pump operated as intended; therefore, no specific conclusion can be made regarding the cause of the reported event.

Event description:
As reported by the user facility: unintended bolus / overinfusion. According to the customer the set infusion rate did not meet the delivered quantity. (Device ran to fast).